Event description:
It was further reported that the right ventricular (rv) lead was explanted and replaced as the lead continued to have increased short interval counts (sic) and non-sustained tachycardias and another lead integrity alert was triggered. Additionally it was reported that the implantable cardioverter defibrillator (ICD) device was suspected to have a sensing/detection problem due to a possible header malfunction as the physician was unable to confirm why there was sic counter and noise showing on the rv lead. Therefore, the physician elected to explant and replace the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data was collected and analyzed. Analysis of this data indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, there were v sensing integrity counts up to (B)(4), additionally n on-physiologic oversensing not identified as no episode data available since last session. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.